Event description:
It was reported that a malfunction alarm occurred. The customer blood glucose (bg) level was displayed as "high"; although a specific value was not provided. A correction bolus was delivered to address bg. The customer continued to use the pump, however a replacement pump was sent to the customer to resolved the issue.